Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. The device was used in a coronary procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. The device was used in a coronary procedure. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f¿ device involved in the reported complaint was returned for investigation inside a clear plastic bag. Upon visual inspection of the received device, it was noted that button 1 was fully deployed, while button 2 was not depressed. The syringe was found attached to the device, and an unknown procedure sheath was locked onto the device, with blood present inside the sheath. No damages were observed on the sheath. The stopcock was noted to be open, and the balloon was fully deflated. Additionally, the sealant was not provided for evaluation, and no damage was observed on the sealant sleeve assembly. The inflation/deflation test, conducted according to the mynx control instructions for use (IFU), revealed a balloon leak in the returned device¿s balloon. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors, anatomical factors, and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.